Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump was received with cracked case at the display window corner, reservoir tube lip, minor scratched lcd window and battery tube threads.

Event description:
It was reported that the keypad on the insulin pump was not working. Father stated that the customer received a button error alarm during bolus followed by a battery out limit. Customer's blood glucose reading was noted to be around 190 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.